Event description:
As per complaint (B)(4), during a clinical procedure, a patient presented a dental implant that displayed an osseointegration problem and the implant was explanted. No patient impact was recorded.